Event description:
It was reported that the customer had encountered issue with the balloons of silicone indwelling catheters losing fluid and deflating earlier this week. The foley catheter was placed on (B)(6) 2023 in surgery, and it was documented that the balloon was inflated. However, at the time of catheter removal, the balloon was found to be completely deflated. This was the first time they had heard of this issue, but the registered nurse on this patient care unit noted this multiple times recently. Although they did not have any specifics or the catheter. They did re-inflate the balloon yesterday and placed it in a bag to save it. Today, there was some fluid in the bag, which would indicate the balloon was slowly leaking. Per additional information received on 15apr2023, it was reported that the customer were showing that they had a total of four different foleys in their office waiting that they can return for investigation. The 3 catheters that seem to have an issue with deflating balloons, one foley had slipped out of the patient, and nurse stated that they tested the balloon and felt a leak (lot# ngfx5338) other foley (lot# nggx0360) and an other foley (lot# ngg20749) per follow up via phone 17apr2023, customer had returned four each for testing. No medical intervention was reported for any of the patients involved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the customer had encountered issue with the balloons of silicone indwelling catheters losing fluid and deflating earlier this week. The foley catheter was placed on (B)(6) 2023 in surgery, and it was documented that the balloon was inflated. However, at the time of catheter removal, the balloon was found to be completely deflated. This was the first time they had heard of this issue, but the registered nurse on this patient care unit noted this multiple times recently. Although they did not have any specifics or the catheter. They did re-inflate the balloon yesterday and placed it in a bag to save it. Today, there was some fluid in the bag, which would indicate the balloon was slowly leaking.